Event description:
It was reported by a customer that on (B)(6) 2011, the fiber aiming beam fired straight out of end of the fiber at about 5000 joules. Per the customer, there was no fiber cap detachment and no injury to the patient.